Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-nov-2017 with the following findings: a review of the black box showed no evidence of a sudden drop in voltage that would indicate an occurrence of overheating. Evidence of moisture was found behind the display lens. The pump powered up with the returned battery cap, which fully tightened to the pump. The battery compartment was intact and no evidence of moisture was found in the battery compartment. The current draws were within specifications. The pump case was removed to find evidence of moisture contamination inside the pump on multiple components of the printed circuit board. The temperature related issue was not duplicated during investigation.